Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Results of battery and voltage testing found depleted cell with no battery-related failure determined. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker could not be interrogated in clinic with and without a magnet over the device. It was also noted that this patient had a heart rate of 40 beats per minute (bpm) and symptoms of fatigue due to failure of pacing system. Technical services (ts) recommended device replacement. It was also noted that this device might be at end of life (eol). This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for additional analysis. Later, this product was received by boston scientific for full analysis.

Event description:
It was reported that this pacemaker could not be interrogated in clinic with and without a magnet over the device. It was also noted that this patient had a heart rate of 40 beats per minute (bpm) and symptoms of fatigue due to failure of pacing system. Technical services (ts) recommended device replacement. It was also noted that this device might be at end of life (eol). This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for additional analysis.

Event description:
It was reported that this pacemaker could not be interrogated in clinic with and without a magnet over the device. It was also noted that this patient had a heart rate of 40 beats per minute (bpm) and symptoms of fatigue. Technical services (ts) recommended device replacement. It was also noted that this device might be at end of life (eol). This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for additional analysis. Later, this device was received by boston scientific and an investigation was performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed the device could not be interrogated. Visual examination of the device header and case noted no anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was confirmed to be too low to support telemetry functions. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. Despite detailed analysis, the root cause of the depleted battery could not be determined.